Event description:
While resecting the omentum, ligasure device cut tissue/vessels but did not seal.manufacturer response for ligasure impact, (brand not provided) (per site reporter).======================took a description of the incident, issued rga#, and sent a return kit.